Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned. Therefore, the investigation is inconclusive for the reported filling issue. Per the reported details, the needle was repositioned within the patient. Per the user, "it had to be repositioned a few millimeters of the device with respect to the first incision". It was further reported that the patient developed a hematoma. It is likely the repositioning of the device contributed to the development of a hematoma. However, the definitive root cause for the reported hematoma or filling issue with the probe could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) states: intended use: the encor breast biopsy probe is indicated to acquire tissue for diagnostic sampling of breast abnormalities. The probe is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. Precautions: the encor probe is provided sterile and is intended for single use only. Do not resterilize. Contraindications: the device is not intended for use except as indicated. In addition, it is not intended for use under conditions where breast tissue excision is contraindicated. Warnings: care must be taken when positioning the device trocar tip near the chest wall or skin margin. The device has been designed for single use only. Reusing this medical device bears risk of cross-patient contamination as medical devices with small joints or crevices between components are difficult or impossible to clean once body fluids or tissues have had contact. Complications: complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma, and infection.

Event description:
It was reported that during a stereotactic breast biopsy, the probe allegedly was unable to transport saline to flush the probe. It was further reported that the alleged probe was able to complete the procedure. The patient developed a hematoma that required drainage post procedure.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe allegedly was unable to transport saline to flush the probe. It was further reported that the alleged probe was able to complete the procedure. The patient developed a hematoma that required drainage post procedure.